Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 251mg/dl. Troubleshooting was performed. The customer stated that the device alarmed while priming. The caller also stated that the drive support cap looks normal. The device was not exposed to a high magnetic field. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the motor error alarms. The motor passed the motor test.